Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings got erased. During follow up, the contact reported that the pump has resumed insulin therapy and was functioning as intended. Troubleshooting was unable to be performed as the customer declined. The customer's blood glucose level was 425 mg/dl with trace ketones and was addressed with manual injections.